Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/04/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was received dry in a container. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 20.5 diopter intraocular lens (iol) was explanted due to myopic results. Lens was replaced the same model lens with a lower diopter (20.0). No further information was provided.